Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. Product information for use states "under no circumstances should the balloon be inflated with more than 45ml of fluid." No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the nurse that a patient had a fms in place and the device "had more than 200 cc of water in the balloon." The staff also "instilled a medication into the balloon inflation port." The reporter did not know if the overfill and the medication instillation occurred simultaneously but both occurred in the same patient and with the same device. No patient harm was reported. No further information was provided, including device removal, patient treatment or outcome.